Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred during a transjugular intrahepatic portosystemic shunt (tips) procedure. The target lesion was located within a non-tortuous, non-calcified hepatic vessel. During the procedure, a 5.0 mm x 80 mm, 135 cm mustang balloon catheter was advanced to the target site for vessel dilatation. During inflation, the balloon ruptured when the pressure reached 14 atmospheres. The device was removed, and the procedure was completed. The event was not attributed to challenging patient anatomy, underlying comorbidities, disease progression, or other procedural factors. No patient complications reported as a result of the event, and the patient remained stable post-procedure.